Manufacturer narrative:
A supplemental report is being submitted for additional information. Further information was added to the event description and the lab values were also updated. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the electroencephalogram(eeg) and transcranial dopplers (tcd) were performed and the results were negative with no seizures, the patient was on anticonvulsant. The neurovascular and neurological team evaluated the CT scans of the brain and stated that there were no acute intercranial hemorrhage. The patient had stable scan since then with no acute abnormalities identified.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient presented with mental status changes, numbness, and an elevated international normalized ratio and a computerized tomography scan revealed a small ischemic/embolic cerebrovascular accident (cva). Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a cva event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with mental status changes and numbness. A computerized tomography (CT) showed a small ischemic/embolic cerebrovascular accident (cva). The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
### A supplemental report is being submitted for correction and update to the device evaluation and investigation. Correction b1: section was corrected from adverse event to adverse event <(>&<)> product problem. Correction b5: event description was corrected to include additional patient signs/symptoms, clinical actions, and the performance of the vad. Correction b6: laboratory data was corrected to include additional diagnostic test results. Correction b7: relevant history was updated to include event dates. Correction h6: patient ime code and imf code were updated. FDA device code was corrected from a24 to a1412. Correction h10: product event summary was corrected to include the device data analysis. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event was confirmed via review of the controller log files which revealed several decreases in power consumption and estimated flows within the analyzed period leading to parameters below normal operating range and 109 low flow alarms were logged since (B)(6) 2020. Information received from the site indicated that the patient presented with mental status changes, numbness, and an elevated international normalized ratio and a computerized tomography scan revealed a small ischemic/embolic cerebrovascular accident (cva). It was further reported that the patient had elevated international normalized ratio (inr) upon admission. An electroencephalogram (eeg) and transcranial dopplers (tcd) were performed and the results were negative with no seizures, the patient was on anticonvulsant. The neurovascular and neurological team evaluated the CT scans of the brain and stated that there were no acute intercranial hemorrhage. The patient had stable scan since then with no acute abnormalities identified and the patient inr levels has decreased. It was further reported that patient was found to have frequent low flow alarms, inr was 4.9, hemoglobin (hgb) was 12.9, hematocrit (hct) was 42, and lactate dehydrogenase (ldh) was 233. The vad hct setting was updated, and the patient was given intravenous (IV) bolus. The patient¿s mean arterial pressure (map) was approximately 40. Lower extremity was elevated, and the patient was given ivf again. The patient's maps went back to 62, vad flow was 2.4-2.5 and the patient showed signs of improvement. It was also noted that the patient had a percutaneous endoscopic gastrostomy (peg) tube. Potassium (k) level was 5.3, inr went down to 3.9, sodium (na) and creatinine (cr) levels were normal. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, inappropriate pump rotational speed. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad. Based on review of past adve rse events for this patient, it was noted that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex pos t-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that patient was found to have frequent low flow alarms, inr was 4.9, hemoglobin (hgb) was 12.9, hematocrit (hct) was 42, and lactate dehydrogenase (ldh) was 233. The vad hct setting was updated, and the patient was given intravenous (IV) bolus. The patient¿s mean arterial pressure (map) was approximately 40. Lower extremity was elevated, and the patient was given ivf again. The patient's maps went back to 62, vad flow was 2.4-2.5 and the patient showed signs of improvement. It was also noted that the patient had a percutaneous endoscopic gastrostomy (peg) tube. Potassium (k) level was 5.3, inr went down to 3.9, sodium (na) and creatinine (cr) levels were normal.